Manufacturer narrative:
The hook (cev225) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit verified the complaint as valid: a part of the coating is missing on the hook, the rest of the coating is very damaged and whitened. The sheathing on the tube is damaged too, there are impacts and a hole. Root cause - the reported event is due to the use of the hook with a damaged insulation, probably during the reprocessing of the device. The IFU nt060 mentions that "do not use abrasive cleaning products such as hard brushes, etc.", "make a visual inspection of the instrument and the cable to ensure that the electrical insulation is in good condition." And "inspect components for any damage. If damage is observed, do not use the instrument until it is repaired.".

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the coating on the hook (cev225) was defective and caused a patient burn. It is unknown if there was increased surgery time; however, no patient death occurred.